Event description:
Electrodes placed on pt's medial ankle and calf. Turned on machine, power surge, pt's muscles in leg jumped. She was startled and commented she felt a jolt up to her chest. Continued with "rx 5" stimulation. No further complaints.